Event description:
The distributor reported their customer informed them that the AED will not power on. The customer did not report this event occurred during patient use.

Manufacturer narrative:
The distributor reported their customer informed them that the AED will not power on. The battery pack has an expiration date of july 2028. The maintenance schedule is not reported. Review of the log history file revealed the unit entered service in june 2021. At the beginning of october 2022, as the battery pack was depleting, the unit displayed service codes for 'battery voltage (mv)' related to cycles of incomplete self-tests due to a depleting battery, and 'error code' also related to the battery depleting due to failure to address red asi. By the middle of october, the battery was fully depleted. A new battery was installed in the middle of july 2024 and the service code warnings were cleared with a manual self-test; the log history file was downloaded and sent to the manufacturer. Advised the distributor that the depleted battery pack should be removed from service and sent to the manufacturer for evaluation. The AED is okay to remain in service with the new battery pack. No additional information is available at this time to further investigate the event. The IFU states the IFU states: improper maintenance can cause the ddu series AED not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. Routine maintenance: the ddu series AED is designed to be very low maintenance. Simple maintenance tasks are recommended to be performed regularly to ensure its readiness. Daily- check that active status indicator (asi) is flashing green. Monthly- in addition to the daily check, check the condition of the unit and accessories; check pads and battery pack expiration dates. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Although the ddu series AED is designed for a wide variety of field use conditions, rough handling beyond specifications may result in damage to the unit. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.